Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that while sealing the suprarenal pedicle the device would no longer open. Oozing of less than 250cc occurred when removing the device from the tissue. Another device was used to stop the oozing and complete the surgery w/o incident. There was no issue damage and no pt injury.